Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient was having issues with her charger. Caller stated the controller was not telling her the charge it was going. Caller stated the controller froze and would not let her press any buttons so she unplugged the antenna and started fresh. Caller stated after that then a screen came up on the controller that stated contact manufacturer but the caller did not remember what the screen looked like. Patient services performed troubleshooting and the issue was resolved. Additional information was received from the patient on (B)(6). It was reported that the issue she had been seeing was a "system problem m04 not continue" screen when she was recharging her neurostimulator (ins). Patient stated she can eventually bypass this and it will charge normally and also a "no device found" screen. Patient services had patient pull battery back out and put it back in. Patient was going to try recharging next time she needs to and will call if issue is not resolved. No symptoms reported. No further complications were reported/anticipated. On (B)(6) 2018; (B)(4) update (con): additional information was received, it was reported that she continues to get rm04 for the umpteenth time. On (B)(6) 2018 patltr (con): additional information was received from a patient. It was reported that cause was said to be a software issue however kept occurring. It was reported the issue was not resolved. On (B)(6) 2018 rpl: additional information was received from repair. It was reported the patient programmer and recharger's connection was tight. It was reported recharge session was started on a known good ins and there was great excellent coupling.

Manufacturer narrative:
Fdd code (B)(4) was incorrectly added to this report. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that cause was said to be a software issue however kept occurring. It was reported the issue was not resolved. The patient clarified that "issues with charger" meant that it would stop charging on its own. The patient reported stimulation would end on its own. No further complications were reported/anticipated.